Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 3 colony forming units (cfus) of enterobacter cloacae complex in the suction channel. The device was retested on (B)(6) 2024 and was positive for 2 cfus of enterobacter cloacae complex. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
E1 - facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information. The user facility provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024, sampling from: suction channel, cfu: 3fu, bacterial identification: intestinal bacteria. Sampling date: (B)(6) 2024, sampling from: suction channel, cfu: 2fu, bacterial identification: intestinal bacteria. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. The following is included in the device IFU: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by customer.